Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that a foreign object was stuck in the balloon suction. Based on the results of the investigation, the most probable cause of this complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the ultrasonic bronchofibervideoscope exhibited that when washing the device, it felt like something was stuck in the third port. There were no reports of patient involvement.